Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal hydromorphone 10 mg/ml at 3.577 mg/day and bupivacaine 20 mg/ml at 7.154 mg/day. The lot numbers were unknown. The indication for use was spinal pain. There was a change in therapy effect following pump replacement. The hcp aspirated from the catheter access port (cap) and injected isovue dye into the catheter, which showed that the catheter was patent. Ever since the pump was changed, the patient had not been therapeutic. The hcp made a slight dose increased, and the patient "might (have been) getting somewhat more therapeutic." When the hcp was attempting to aspirate from the cap, he had difficulty but was finally able to aspirate 10 cc's in total increments. The hcp noted there were bubbles in the syringe as he tried to aspirate and wanted to know why there would be bubbles. There were no diagnostics done other than a cap study that was normal. The manufacturing representative spoke to the managing physician about the possibility of doing a therapeutic bolus, but the hcp did not want to program one. The patient's dose was increased at a refill she was at within the last 2-3 weeks (as of (B)(6) 2016). The manufacturing representative had not heard anything about the lack of therapy since then. The cause of the difficulty aspirating was not known, and there was no troubleshooting or diagnostics done. The manufacturing representative suspected a user error occurred, but could not confirm. No additional information was reported regarding the above event. Follow up was conducted regarding the cause of the difficulty aspirating and the outcome. If additional information becomes available, the event will be updated.